Manufacturer narrative:
We evaluated the unit and no problem was found. It was tested for two hours with pressure set to 20 mmhg. Pressure did not fluctuate using our test cavity. We manually over-pressured cavity to 25 mmhg and 30mmhg and unit immediately alarmed and released excess pressure. The unit is operating according to specs. Unit has not been in for repair since it was sold to the customer in (B)(6) of 2002.

Event description:
Allegedly, the doctor noticed that the set pressure of 15mmhg increased to 30mmhg. At that time, they released the excess gas and reset the pressure. Procedure was completed. The pt was intubated in the recovery room for about 1 hour due to crepitus. Pt is doing well and has been released from hospital.